Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered low-energy pulse) was confirmed. Upon investigation the monitor delivered a low energy pulse and displayed a service code 102. The cause for the failure was isolated to a damaged c19 capacitor on the computer/analog pca. The pads were lifted on the defibrillator board. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low energy pulse during testing.